Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 310 mg/dl at the time of the call. The customer stated that they removed the set and found that the cannula was bent. The customer was advised to replace the infusion set and reservoir. The customer did not want to finish trouble shooting the issue. No further information was provided.